Event description:
User receiving low sodium patient results. Exact number of patient samples affected was not provided. The following two patient examples were provided, which occurred in 2008. Sample 1 initial result gave 128.3 mmol/l, repeat gave 137.1 mmol/l. Sample 2 initial result gave 131.0 mmol/l, repeat gave 138.2 mmol/l. No results were reported. The field service rep determined the ise air-dry adjustment was beyond allowable tolerance, and a pinch tube was not fully inserted into the pinch valve. He adjusted the air stream dry/mix, and fully inserted pinch tube into pinch valve. On follow up visit, he noted there was inconsistent system pressure, and replaced the main pressure valve, and both mix and dry pressure control valves. Performance tests were performed.